Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to acute chronic heart failure with reduced ejection fraction and hepatocellular carcinoma. No additional information was provided.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported outcome could not be conclusively established through this evaluation. It was reported that the patient passed away due to acute chronic heart failure with reduced ejection fraction and hepatocellular carcinoma. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. The IFU lists adverse events that may be associated with the use of the hm 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.